Manufacturer narrative:
The microcatheter was returned for analysis. The distal marker band of the catheter was found to be damaged (crushed). The catheter was flushed and found patent. No additional holes or leaks were detected. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of ¿damage¿ was confirmed. It is possible that the damage to the catheter may have occurred by excessive force being exerted upon removal of the pre-shaped tip from within the curve retainer. Per the microcatheter instructions for use (IFU): prior to use, carefully examine the microcatheter and packaging to verify that they have not been damaged during shipment. This device is provided in a tray with lid, and the catheter tip is held within the groove of a curve retainer. To open the tray, lift the lid at the corner of the tray with the catheter hub. The catheter and curve retainer may be removed from the tray together. To free the catheter tip from the curve retainer, pinch two opposite corners back. This opens the groove. Lift the catheter tip out of the groove. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. When the device is analyzed a supplemental report will be submitted.

Event description:
Medtronic received repot that upon inspection of the microcatheter, an additional hole was noted near the distal tip marker. The device was not to have been used in the patient.